Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular lead was exhibiting high out of range shock impedance on certain programmed vectors, measuring greater than 200 ohms. Technical services (ts) was consulted and confirmed gradual rise, the suspected root cause is calcification, they recommended utilize triad value greater than 200 ohms and replace lead; however, the replacement is under physician discretion. Ts indicated they can continue to monitor the patient. This lead remains in service and no adverse patient effects were reported. Additional information confirmed this rv lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was exhibiting high out of range shock impedance on certain programmed vectors, measuring greater than 200 ohms. Technical services (ts) was consulted and confirmed gradual rise, the suspected root cause is calcification, they recommended utilize triad value greater than 200 ohms and replace lead; however, the replacement is under physician discretion. Ts indicated they can continue to monitor the patient. This lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The explant date (d6b) field was updated to reflect the correct product status, indicating that it was surgically abandoned rather than explanted.

Event description:
It was reported that this right ventricular lead was exhibiting high out of range shock impedance on certain programmed vectors, measuring greater than 200 ohms. Technical services (ts) was consulted and confirmed gradual rise, the suspected root cause is calcification, they recommended utilize triad value greater than 200 ohms and replace lead; however, the replacement is under physician discretion. Ts indicated they can continue to monitor the patient. This lead remains in service and no adverse patient effects were reported. Additional information confirmed this rv lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.